Manufacturer narrative:
(B)(4). Only event year is known: 2018. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that the bag ripped. Unknown as to how the procedure was completed. There were no adverse consequences for the patient. This is all the details that are known/available regarding the event.